Event description:
During a procedure at the user facility the device overheated. The procedure was completed successfully with a 15 minute delay. No medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During a procedure at the user facility the device overheated. The procedure was completed successfully with a 15 minute delay. No medical intervention or adverse consequences were reported.